Event description:
During an atrioventricular nodal reentrant tachycardia procedure, a right bundle block occurred. No intervention needed and patient is stable. It was alleged that the non-(B)(6) catheter caused the reported heart block. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).